Event description:
Information received from the patient reported that not long after their implantable neurostimulator (ins) was implanted they had a fall on ice which made the ins crooked. The patient saw their healthcare professional (hcp) and was told it was crooked but they could still use and charge it. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.